Event description:
It has been reported to philips that the system hung at 00:00 during boot-up. The system was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system hung at 00:00 during boot-up. Review of the system log file showed that multiple items went wrong in the startup at 07:25. Upon inspection, fse found the issue with the dvi matrix switch. Fse replaced the dvi matrix switch. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.